Event description:
Device/procedure outcome: procedure completed, unable to use device - attempted, different device used (same model). Patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: event; other (please describe details in the complaint description field) ]shaping: none ripv placement in progress (gw is inside the catheter) we understand that a gw stuck occurred and could not be dislodged by pushing, resulting in coil wire damage when the gw was withdrawn. Subsequently, the device was successfully removed from the body. Radiographically, no residual fragments were identified within the body. I understand that the procedure was then completed using a device from a different lot. Note: all patient information fields that were left blank in the cnf - "asked but not available as per account" physician comments: patient outcome: no adverse event infected: no generator used: ablation catheter used: other used: event date: 2025-10-31 as reported device codes: 1061: burr stuck on wire. As reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The customer returned one guidewire. A visual and microscopic examination of the returned product was completed, and the following features were observed: - this is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. This is a j-shaped product. - the guidewire returned fractured at the distal end. The distal tip was not present upon return and there was overstretched coil starting at approximately 122.5cm from the proximal end. Analysis of the fracture site suggests that the coil may have been sheared by a sharp instrument during removal of the distal tip. - there was 4.2cm of the core and 10.3cm of the ribbon protruding from the coil. The ribbon was protruding at 168.9cm from the proximal weld and the core was protruding at 173.4cm from the proximal weld. - there was a kink on the ribbon at 9.3cm from the ribbon fracture point. There was evidence of necking at the ribbon fracture point, suggesting that this fracture is due to tensile overload. - there was a kink located at 46.9cm from the proximal weld. - no anomalies were observed to indicate a manufacturing issue with the proximal weld. One wrap at the proximal weld was slightly pulled away from the weld. The proximal weld was intact. - no other damaged was noted on returned guidewire. Review of the failure matrix analysis rsk-dfmea-000049 rev.10 was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is within the expected levels for the complaint. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. The classification as reported was "functional: advancing issue" however upon inspection the classification as analysed was determined to be "damaged: fracture/shear". Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Device/procedure outcome: procedure completed, unable to use device - attempted, different device used (same model) patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: event; other (please describe details in the complaint description field)] shaping: none ripv placement in progress (gw is inside the catheter) we understand that a gw stuck occurred and could not be dislodged by pushing, resulting in coil wire damage when the gw was withdrawn. Subsequently, the device was successfully removed from the body. Radiographically, no residual fragments were identified within the body. I understand that the procedure was then completed using a device from a different lot. Note: all patient information fields that were left blank in the cnf - "asked but not available as per account" physician comments: patient outcome: no adverse event infected: no generator used: ablation catheter used: other used: event date: 2025-10-31. As reported device codes: 1061: burr stuck on wire as reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting the return of the device.